Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 29-may-2024, 30-may-2024 and 31-may-2024. Moreover, the issue occurred with three similar types of infusion sets used for one to two days. No further information available.